Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with the ipg. A company representative confirmed the issue. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established following the procedure.

Event description:
Follow-up information revealed the patient's ipg was confirmed to have reached end of life prior to explant.